Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent #6 key response on the keypad, which was experienced during evaluation as an intermittent response when the #3 key was pressed. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an intermittent #6 on the keypad. It was also reported there was no patient injury.